Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 3.7g over specification.